Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: 42540000032 all poly patella cemented 32 mm diameter 62833524; 00597909535 patella reamer blade with pilot hole 35 mm diameter 62706983; 42522600410 articular surface fixed bearing constrained posterior stabilized (cps) right 10 mm height use with tibia sizes c-d / ps femur sizes 3-5 62643915; 42532006702 tibia cemented 5 degree stemmed right size d 62862277. This report is number 2 of 3 MDR's filed for the same patient (reference 3007963827-2017-00009, 1822565-2017-00870, 1822565-2017-00873).

Event description:
Patient's right knee was revised approximately 20 months post implantation due to loosening of the femoral component.

Manufacturer narrative:
Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay a correction, which was unknown at the time of the initial medwatch.